Manufacturer narrative:
Update to annex code c and d.

Manufacturer narrative:
Per report, "item #hcs70004 not working properly please contact customer via phone due to no email address." Called customer and customer reported that the items stopped working on the day they reported it. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per report, "item #hcs70004 not working properly please contact customer via phone due to no email address." Called customer and customer reported that the items stopped working on the day they reported it.